Event description:
Stent prematurely opened prior to deployment. Medtronic stent 5mm x 20mm x 130 cm, ref (B)(4); lot # 0005161035; exp date 11/22/2012. Physician was placing stent over wire to location, device is locked. Upon completion of location, noted stent was mushrooming open on end of stent and not allowing him to place stent at proper location.